Event description:
Physician experienced difficulties getting pre-dilatation catheter (2.5 evergreen) in proximal right coronary lesion to expand it. A wiktor stent was then tracked to the lesion but would not cross. Stent came off balloon when withdrawing through vector 7f guide. Dr did not want to snare stent, so he deployed it proximal to the lesion. Dr felt that due to the pt's very tortuous circumflex and current situation, pt would do better going to bypass surgery. There were no add'l complications experienced during surgery.